Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported the neurosurgeon confirmed that the repeated failures and premature depletion were not cause by patient error. Proper placement was verified by visual examination and diagnostic scan. It was noted that the depletion was caused by increased usage and high energy demands which was what led to the explant and replacement with a rechargeable device.

Event description:
It was reported that the patient¿s device was showing an elective replacement indicator (eri) message in (B)(6) 2014. They were concerned because they thought the eri message may have come early. The eri was first seen 3 weeks prior to (B)(6). The patient¿s settings were 7 electrodes in use, 181 ohms impedance, 20.934 milliamps, 4.3 volts, 360 microsecond pulse width, 60 hertz frequency, and they were using their stimulation 24 hours a day. Longevity calculations were performed and the eri appeared to be normal based on the patient¿s settings. The patient and their doctor were unhappy since the stimulator did not seem to have lasted as long as they expected. A longevity calculation estimated the stimulator life would be about 10 months but it was not as accurate due to the lack of group impedances. The patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2014. It was later noted that the patient¿s battery depletion was premature. The patient noted that it was confirmed by a manufacturer representative to be defective or a malfunction.